Event description:
It was reported that the patient experienced recurring incontinence leading to an artificial urinary sphincter (aus) revision surgery. During the procedure the existing pump and balloon were removed and replaced. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.